Event description:
It was reported that the patient presented in clinic for a right ventricular (rv) lead extraction. The patient's rv lead was oversensing noise, resulting in false automatic mode switch episodes and a high capture threshold. The rv lead was also breached due to clavicular crush. The rv lead was explanted and successfully replaced. The patient remained stable.

Manufacturer narrative:
The reported events of sensing noise and unacceptable threshold were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Visual inspection of the lead found an external insulation abrasion at 8.8 cm to 9.0 cm from the connector pin that breached the outer insulation and exposed the outer coil at the proximal region. The cause of the reported event of sensing noise and unacceptable threshold was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. The reported event of clavicle crush was not confirmed. Visual and x-ray examinations of the lead did not find any indication of clavicle crush.